Event description:
It was reported that the customer was hospitalized for hyperglycemia due to insulin pump failure, with blood glucose over 600 mg/dl. The customer's grandmother stated that the customer had high blood glucose levels on and off and was not feeling well prior to the event. The customer also stated that she last changed her infusion set the day of the event. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.